Manufacturer narrative:
Sanofi company comment for 19-sep-2018. This case concerns a female patient who received synvisc injections and was bedridden and used a walker. Based on the available information, temporal relationship can be established between the events and suspect product. However, more information regarding patient's concurrent clinical presentation, relevant medical history, past drugs, concomitant medications and other risk factors is required for further case assessment.

Event description:
Use wheelchair then a walker to get around [walking aid user], in bed for 10 days [bedridden], nerve pain [nerve pain], redness in left knee [injection site redness], tightness in her left knee [joint tightness], swelling in knee [knee swelling]. Case narrative: initial information received on 19-sep-2018 regarding an unsolicited valid serious case from united states received from a pharmacist via health authority (food and drug administration; reference number- mw5079535). This case involves adult female patient who experienced use wheelchair then a walker to get around, tightness in her knee, nerve pain, knee swelling, redness and in bed for 10 days, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included synvisc. The patient's past medical history, vaccination(s) and family history were not provided. In 2018, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate), injection via intra-articular for unknown indication. On an unknown date in 2018, hours after getting the injection in late, the patient developed a non-serious tightness in her knee (joint stiffness), knee swelling (joint swelling), redness (injection site erythema), in bed for 10 days (bedridden), nerve pain (neuralgia) following hylan g-f 20 and sodium hyaluronate. On an unknown date in 2018 after synvisc, the patient had to use wheelchair then a walker to get around (walking aid user) following the first dose intake and following the last dose intake of hylan g-f 20 and sodium hyaluronate. This event was leading to disability. Final diagnosis was in bed for 10 days, redness, swelling, nerve pain, tightness in her knee and use wheelchair then a walker to get around. Action taken- drug withdrawn. It was not reported if the patient received a corrective treatment. Outcome- recovered / resolved in 2018 for in bed for 10 days and unknown for rest of the events. Seriousness criteria- disability for use wheelchair then a walker to get around, in bed for 10 days.

Event description:
Use wheelchair then a walker to get around [walking aid user] in bed for 10 days [bedridden] nerve pain [nerve pain] redness in left knee [injection site redness] tightness in her left knee [joint tightness] swelling in knee [knee swelling]. Case narrative: initial information received on 19-sep-2018 regarding an unsolicited valid serious case from united states received from a pharmacist via health authority (food and drug administration; reference number- mw5079535). This case involves adult female patient who experienced use wheelchair then a walker to get around, tightness in her knee, nerve pain, knee swelling, redness and in bed for 10 days, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc]. The patient's past medical treatment included synvisc. The patient's past medical history, vaccination(s) and family history were not provided. In 2018, the patient started taking synvisc (hylan g-f 20, sodium hyaluronate), injection via intra-articular for unknown indication. On an unknown date in 2018, hours after getting the injection in late, the patient developed a non-serious tightness in her knee (joint stiffness), knee swelling (joint swelling), redness (injection site erythema), in bed for 10 days (bedridden), nerve pain (neuralgia) following hylan g-f 20 and sodium hyaluronate. On an unknown date in 2018 after synvisc, the patient had to use wheelchair then a walker to get around (walking aid user) following the first dose intake and following the last dose intake of hylan g-f 20 and sodium hyaluronate. This event was leading to disability. Final diagnosis was in bed for 10 days, redness, swelling, nerve pain, tightness in her knee and use wheelchair then a walker to get around. Action taken- drug withdrawn. It was not reported if the patient received a corrective treatment. Outcome- recovered / resolved in 2018 for in bed for 10 days and unknown for rest of the events. A product technical complaint was initiated for synvisc on (B)(6) 2018 with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Seriousness criteria- disability for use wheelchair then a walker to get around, in bed for 10 days. Additional information was received on 02-oct-2018. Ptc results received and processed.